Event description:
It was reported that the lead exhibited greater than 1200 ohms impedance. The lead was explanted and removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.